Event description:
Hill-rom received a report from a hill-rom technician stating the patient head left siderail would not latch. The bed was located in the hallway by biomed at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found one of the spring loaded latch pins got bent and would not extend out into latch weldment. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the center arm assembly to resolve the issue. Based on this information, no further action is required.